Manufacturer narrative:
During review of the reported event on (B)(6) 2021, it was determined ,that dc-device partially delivered was not captured in the initial MDR. And also the lens was returned for evaluation. As a result, the following codes have been added: section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 1/25/2021. Section h3: device returned to manufacturer? Yes. Section h6: device code: 2920 ¿ device partially delivered. Device evaluation: the complaint lens was received in the original lens case. The original folding carton was received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptic. And that the lens was received cut in half (only one half received). Which is consistent with a lens, that was cut to be removed. Haptic damage was observed, which is consistent with the initial report. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed. However per the initial report, the issue occurred, during handling. And therefore, cannot be confirmed to be related to manufacturing. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed, no additional complaints from this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was a case where three model za9003 intraocular lenses (iols) were used. Two out of the three had broken haptics while loading/attempting to insert the lens into the patient's left eye. The last one (third lens) the surgeon inserted in the eye, but then had to cut the lens out to put in an anterior chamber (ac) iol. Additional details provided in follow up states that the back haptic broke on two of the lenses and these lenses were partially inserted due to the haptic issue. The third lens surgeon had to cut it out because of the angle the lens was sitting at and the technique he was trying to perform. There was no injury to the patient. Procedure was completed successfully using a non johnson and johnson lens. Patient doing good post-op. No further information available. This report captures the event for one of the two lenses that had a broken haptic. Separate reports are being submitted to capture the events concerning the other two reported lenses.